Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hal software detected alarm and hardware low level failure alarm. Insulin pump had passed self test but hardware low level failure alarm persisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged error 63 and error 53 found on (B)(6), 2021. Device passed displacement test and self test. Device successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on (B)(6) 2021 16:33:39.000 due to broken trace u1 pin6 on keypad assembly. The formatted history file confirmed pump error 54 alarm (line number 1421 file number (B)(4)) at 15:27:11.000 on (B)(6) 2021 due to software error. The electronic assemblies were inspected and no anomalies noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing overlay, stained overlay, cracked battery tube, serial number label damage, cracked retainer and broken trace. Customer returned insulin pump due to an error 63 and an error 53. Error 63 due to a broken trace and error 54 was due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.